Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. During the endoscopic retrograde cholangiopancreatography procedure in the common bile duct, the device was advanced through the scope but when the physician came to use the device it was noted that the tip had frayed. A second device was inspected prior to use and looked to the fine and was advanced down the scope. However, when the physician came to use it the tip also appeared to be frayed. The procedure was completed with a third device and the patient is fine. Refer to MFR report #3005099803-2009-01006 for details regarding the second device.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the event is undetermined.